Event description:
The customer stated that he was hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Found that the customer changes the infusion set every four to six days. The customer also stated that he has had three low blood glucose episodes in the morning hours. Advised the customer that the insulin pump would be replaced. Advised the customer to change the infusion set every two to three days.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.